Event description:
During a pulmonary vein isolation ablation procedure, a cardiac perforation occurred with subsequent death. After completing ablation of the left pulmonary veins using a tacticath quartz ablation catheter, the catheter was moved to the right pulmonary veins and geometry was collected. The contact force quickly increased and the catheter appeared to be outside of the geometry model. The catheter was pulled back to the middle of the left atrium and intracardiac echo (ice) was checked but with no abnormalities. The vein anatomy and posterior wall anatomy were verified and ablation continued. The patient went into a junctional rhythm and ablation was stopped but the rhythm remained. The patient was noted to be hypotensive and a pericardial effusion was noted on ice. A pericardiocentesis was performed but without the patient stabilizing. Cv surgery was consulted and the patient became pulseless with resuscitation efforts being initiated. Cv surgery inserted a subxiphoid drain to stabilize the patient for surgery. A hole at the base of the rspv near the left atrial roof was repaired. The following day, the patient remained stable. There were no performance issues noted with any sjm device used. Additional information indicated that life support was removed a week later and the patient expired.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The log files showed measured force increases as described during the event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported cardiac perforation with subsequent death was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.